Manufacturer narrative:
D4. UDI, h6. Health impact and evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause is a faulty printed circuit board (pcb) board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
UDI section of device identification and date of event is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was unable to keep temperature and was overheating. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.